Event description:
This report was received from (B)(6) and is a spontaneous report by a nurse from the (B)(6) of body weakness and bacterial peritonitis with culture positive for enterobacter aerogenes in a patient coincident with dianeal pd2 unknown therapy for peritoneal dialysis (pd) via continuous ambulatory peritoneal dialysis (capd). On an unreported date, the patient experienced pain in the right and left lower quadrants on a scale of 8/10. The patient began remedial treatment with tramadol (50mg caps 2 caps (route and frequency not reported) and tylenol (2 tabs, route and frequency not reported). The patient experienced temporary relief. On (B)(6) 2011, the patient experienced a recurrence of pain and body weakness and was hospitalized on the same date. On (B)(6) 2011, the patient was diagnosed with bacterial peritonitis manifested as cloudy peritoneal effluent, abdominal pain and poor outflow. The cause of the bacterial peritonitis with culture positive for enterobacter aerogenes was unknown. On an unreported date in (B)(6) 2011, the patient began cefazolin (1gm IV, frequency not reported) and ciprofloxacin (500mg daily, route not reported). The event of bacterial peritoneal with culture positive for enterobacter aerogenes was not resolved. It was unknown if the event of body weakness had resolved. The nurse stated the event of bacterial peritonitis with culture positive for enterobacter aerogenes was unrelated to dianeal pd2 unknown therapy. A causality statement was not provided for the event of body weakness.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition of peritonitis is undetermined.